Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving infumorph [25 mg/ml] at a rate of 18 mg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and another non-malignant pain. It was reported that the hcp was attempting to refill a pump with a low reservoir alarm occurring and did a partial pocket fill. The patient was hospitalized and given narcan. It was stated that the patient then began complaining of acute increased pain due to the narcan. The change in therapy/symptoms was considered sudden. The hcp was able to aspirate 11ml of drug from the pump pocket. In addition, the hcp stated that they were going to stop the pump and resume therapy at a later date. On the following day, it was reported that the hcp was able to aspirate approximately 9ml. One dose of narcan was administered, and the pump was shut off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.